Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause may be inappropriate or inadequate cleaning and disinfection by user. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the user had reprocessed without using the cleaning tube. There was no report of patient injury associated with the event.